Event description:
Patient on esprit ventilator for 7 days. Patient was taken to or for tracheotomy and returned to ICU and placed back on the ventilator. External battery low indicator was present on the ventilator while it was plugged into ac outlet. Ventilator stopped functioning, alarms sounded - patient taken off ventilator and manually bagged until placed on a replacement ventilator at. No harm to patient. Patient on following ventilator settings: .30 CPAP 5 ps 5.